Manufacturer narrative:
Results: catheter.

Event description:
It was reported the patient heard a "noise" that was a possible pump alarm every 2-3 hours. The patient experienced symptoms of withdrawal including sweating, nausea, clammy, hot, and feeling "sick". The symptoms had occurred since a refill in 2009. The patient did not feel like she was getting any medication. No volume discrepancies were noted. The patient did receive a different drug at the refill. The pump logs reported fentanyl, sufenta, and bupivacaine were in the pump. The patient reported falling the next day, and was not getting therapy after the fall. Telemetry strips showed a motor stall and recovery the following day, lasting 49 minutes. Another motor stall occurred about three hours later with no recovery and a "stopped pump period may exceed tube set" error appearing 2 days later. The patient had the pump replaced. At the time of the surgery, the hcp noted "a lot of clear fluid in the pocket". It was not known if the fluid was cfs or drug. The hcp was unable to aspirate the catheter. He noted a tear in the catheter near the proximal end. He trimmed the catheter distal to the tear and then was able to obtain a nice return of fluid from the catheter. The catheter was revised and the pump replaced. The new pump was programmed to a much lower dose. The patient recovered without sequela.